Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a right atrial (ra) lead there was no atrial sensing or capture. Chest x-ray confirmed the lead had dislodged. The lead was reprogrammed and later explanted and the atrial port was plugged. No patient complications have been reported as a result of this event.